Manufacturer narrative:
(B)(4). Meter was returned for evaluation and no defect found. Test strips were returned for evaluation, however not the correct product - unable to test. Most likely underlying root cause: mlc-69: using incorrect test strip platform. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. Customer also stated low blood glucose results of 22 and 23 mg/dl. Customer is using discontinued product and is also using incorrect test strips for the meter. The customer's expected fasting blood glucose test result range is 102 - 113 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/22/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).